Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs alleging inaccurate control low readings when using her control solution. The patient mentioned that prior to testing at 9:39 pm on (B)(6) 2010, she felt sick to her stomach and her head was hurting. She then tested her test strips using the control solution and obtained a result of 44. She did not seek any medical attention or contact her physician. At the time of the call, the patient did not have her vial of control solution with her to verify whether she was using the correct vial and whether it was expired or not. The control and test strips were replaced. At this time, there is no evidence that the meter caused or contributed to an adverse event, since the patient exhibited symptoms prior to testing and the symptoms are not suggestive of a serious injury. The complaint is being reported since the patient alleged that the test strips failed using the control solution.